Manufacturer narrative:
Philips service replaced the converter and tube cooler, and restored the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low fluoro output occurred due to converter and tube cooler issues on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.